Event description:
Dealer stated the rear left caster is bent in toward the foot plate. Dealer stated the issue is a possible result from hitting a curb. Dealer stated there were no injuries associated with the incident. Dealer refused to provide end-user contact info.